Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl; cause was not known. Additionally, the customer had moderate ketone levels, identified as dangerous and life threatening by a healthcare provider. Reportedly, assistance from a diabetes nurse, endocrinologist and a tandem clinical support specialist was required in administering a manual insulin injection and in changing the pump supplies to address bg level. Customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.